Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, the ventilator auto started and went into standby mode when it was connected to power. The device was not in patient use. The device's system pca was replaced to address the issue. Additionally, during the evaluation the main housing screw would not fasten. The main housing was replaced to address the issue. The device was cleaned and tested and passed all testing.